Manufacturer narrative:
Correction: d4 - correction on lot number. Pump analysis: product analysis confirmed a pump functional failure as the pump failed the activation test. Product analysis is unable to confirm any relation between the identified functional failure and the reported events nor the allegation of infection and pain. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events could not be confirmed and the adverse events of pain and infection are included in the product labeling. Based on the results of this investigation, no escalation is required. Reservoir analysis: product analysis did not confirm a device malfunction with the reservoir. Product analysis is unable to confirm the reported events related to infection. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified and the adverse event of infection is included in the product labeling. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced an infection with a spectra penile prosthesis (spp). The spp was explanted and a new inflatable penile prosthesis (ipp) was implanted. Additional information was reported that the patient presented to the physician regarding pain at the site of surgery, the infection was identified at the corpus spongiosum and the patient was prescribed with antibiotics.

Manufacturer narrative:
Additional product component: model number/catalog number 72404161 and 72404273, serial number: null and null, batch/lot number 1000097024 and 1000030709, model/catalog description reservoir 65ml pc and cx 18cm snap fit rt.

Event description:
It was reported that the patient experienced an infection with a spectra penile prosthesis (spp). The spp was explanted and a new inflatable penile prosthesis (ipp) was implanted. Additional information was reported that the patient presented to the physician regarding pain at the site of surgery, the infection was identified at the corpus spongiosum and the patient was prescribed with antibiotics.